Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer's technical services (ts) confirmed the reported issue. Advised customer to replace the user interface pcba. Advised to disconnect dc power and see if it happens with just ac power connected. If it does to replace the pm pcba, if not to replace the battery and provided part number. Multiple attempts were made to obtain information on the repair/service of the device that were unsuccessful.

Event description:
The customer reported that the unit turns on by itself. The device was not in use at the time of the reported event; therefore, there was no patient involvement.